Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. In turn, the patient lost stimulation. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. No intervention is being planned at this time due to unrelated patient health issues.